Event description:
New information received notes that the right ventricular lead was exhibited noise over-sensing, and the patient had experienced discomfort from the inappropriate shock.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited inappropriate shock due to unspecified over-sensing. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.